Event description:
A customer called beckman coulter regarding discrepant urine test results from a pt. The pt was tested at one of hosp's satellite facilities using the icon 25 hcg test kit. The hcg result was negative. The urine sample used was not the first morning void. The staff at the satellite facility reran the urine sample using another rapid test kit and the result was positive. The satellite facility was using a quidel rapid test kit. No quantitative hcg test was performed on the pt. There has been no change to pt treatment that can be attributed to this event.